Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is stuck on the prime screen. When pressing on the act button the screen does not stop. The blood glucose reading is 113 mg/dl. Unable to leave the prime loop. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.